Manufacturer narrative:
Information was received via (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore neither manufacturing records or complaint history could be reviewed. The reported warsaw design controlled devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was stated that the liner was implanted into the cup after it was already implanted. During the impaction, the impactor became stuck in the liner. It could not be confirmed if this complication caused or contributed to the reported condition. With the information provided, a specific cause for the reported event could not be determined.

Event description:
It is reported that during a total hip arthroplasty, the patient experienced a pelvic fracture. The fracture was stabilized during this procedure.